Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported congestive heart failure and patient outcome could not be conclusively determined. A driveline disconnect event was confirmed in the submitted log files. A cause for this event could also not be conclusively determined. The account reported that the patient was found deceased at home on (B)(6) 2021 with the system controller alarming and both the primary and backup controllers in the patient's lap. It was undetermined what was disconnected as the family could not differentiate between the driveline and the power cables. The patient had been in the clinic the day before with no acute abnormalities or findings on pump interrogation. No calls were made to the ventricular assist device (vad) coordinator on (B)(6) 2021. The account later reported that the patient¿s cause of death was congestive heart failure. The submitted system controller event log file for the primary controller, which contained relevant data from (B)(6) 2021, appeared unremarkable until early morning on (B)(6) 2021, when low power advisories were noted due to the batteries draining within 15 minutes of battery life. Multiple power cable disconnects were then noted over the course of the next few minutes, leading to no external power events. The system was supported by the system controller's backup battery during these no external power events, and pump function was not interrupted. However, the driveline was then disconnected, leading to alarms for low flow, driveline disconnect, and lvad off, as well as faults for com_a, com_b, pwr_a_broken, pwr_b_broken, and low pump current. The driveline was not reconnected after this point. The system appeared to function as intended at the set speed while the driveline was connected. The submitted system controller event log file for the backup controller did not contain any relevant information. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The IFU and patient handbook both warn that disconnecting the driveline from the system controller will result in loss of pump function. If this occurs, the driveline should be reconnected to the system controller promptly to resume pump operation. The IFU also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. These documents also outline all system controller alarms as well as the appropriate actions associated with them. The heartmate 3 lvas pocket guide to alarms for clinicians and the heartmate 3 lvas pocket guide to alarms for patients and their caregivers also contain information on alarms on controllers with low flow software and the actions that clinicians and patients and their caregivers should take when they occur. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Reference manufacturer report numbers: 2916596-2021-00884, 2916596-2021-00886. It was reported that the patient was found deceased in his home on (B)(6) 2021 . He was found with his system controller alarming and both system controllers in his lap. It was undetermined exactly what was disconnected as the family could not differentiate between the driveline and power cables. A log file review was requested to bring to light what may have happened. No calls to the vad coordinator were made on (B)(6) 2021, and the patient had just been seen in the clinic on (B)(6) 2021 with no acute abnormalities or findings during vad interrogation. The customer stated that the patient's primary controller was on the 2.0 software due to persistent low flow alarms. Technical services (ts) reviewed the log file from the patient's primary controller and reported that everything appeared normal until (B)(6) 2021 at 5:01:50 when power cable disconnects, low flow, no external power, driveline disconnects, and pump off events were captured. Prior to those events, a low power advisory was captured at 4:01:50. The event file from the primary controller was normal until (B)(6) 2021 at 3:57:20 when a low power advisory was captured due to normal battery depletion. After the low power advisory between 4:00:45 and 4:18:54, the batteries were disconnected and reconnected a few times. Also during that time, both batteries were disconnected at times causing no external power events. When the no external power events occurred, the emergency backup battery (ebb) operated the system as intended. At 4:18:54 the driveline was disconnected and the pump stopped. The log file from the backup system controller shows that the driveline was never connected on the dates of (B)(6) 2021 and (B)(6) 2021. Batteries were connected and disconnected a few times between 4:02:47 and 4:18:37 on (B)(6) 2021. It was reported that the patient had a past medical history of heart failure, renal insufficiency, myocardial infarction (mi), ischemic cardiomyopathy (icm), hypertension, depression, anxiety, chronic obstructive pulmonary disease (copd), and aortic valve stenosis. The vad team was notified on (B)(6) 2021 by the funeral home that the patient expired at home. The patient's family requested that log files be downloaded and reviewed. The log files were sent to abbott on (B)(6) 2021 and revealed that all equipment was functioning appropriately. The patient's cause of death was ruled as congestive heart failure.